Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unknown issue. The reporter stated that the patient could not recall what was displayed on the meter screen, but he could not obtain a result using control solution. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.